Event description:
It was reported by the affiliate that the (1) er320 was used during a gallbladder prcedure. It was reported that the clips would not close. The case was completed with another device and with no pt consequence.